Manufacturer narrative:
Age/date of birth: unknown; sex/gender: unknown; serial number: unknown; expiration date: unknown; (B)(4). Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that when the doctor tried to implant an intraocular lens (iol), the unfolder proceeded to destroy the lens. The cartridge entered the patient's eye; however, the inserter did not. The corneal wound was enlarged to remove the lens. The lens was replaced with a new iol. The lens was discarded. A separate MDR has been filed for the inserter.